Event description:
Caller alleged discrepant results (precision)n. Results as follows: 1st inr = 4.3; 2nd inr = 2.5.

Manufacturer narrative:
Summary: end-user reported precision discrepant test result. Precision test record was reviewed for strip lot #214540. No product deficiency was established. Further action is not required at this time. There is no sufficient info to determine the root cause of end-user's discrepancy. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return. Inratio precision data provided by end-user lot: inratio meter: mean 3.40; sd 1.27; %cv 37.44. In-house meters s/n: (B)(4). In-house precision testing provided (inratio meter): ln 214540. Donor-2: in-house (inr) 2.6; in-house (inr) 2.6; in-house (inr) 2.5 mean 2.57; sd 0.06; %cv 2.25% pass. Donor-3: 2.7; 2.6; 2.7; 2.67; 0.06; 2.17% pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. In-house test results have 2.25% and 2.17%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required.